Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported that he was getting the poor communication screen on the recharger and patient programmer (pp). The patient also reported that ¿it has been taking longer to charge the ins than usual.¿ the patient reported that he last had stimulation 2 days ago. The patient reported that he was last able to successfully recharge the day prior to the report. The patient repositioned the antenna over the ins and the issue didn¿t resolve. No further complications were reported.